Event description:
During an egd with placement of peg tube, there was an esophageal superficial tear visualized after pulling the peg tube over the guidewire. The md had to place a clip to close the mucosal tear. The md reported to writer via email that this has also happened once with the same product. Writer investigated and found that the peg tube kits used in each instance were different lot numbers. This product has been used in our facility for over 2 years without any similar incidents. The product used in this instance was an avanos 20 fr mic* safety peg kit- pull method, catalog # 8180-20, lot # 30264943, exp date 2/28/2025. The md stated in his email to writer: "please see if these peg tube lot can be investigated or alternatively switched to a different brand. I have never had an issue with these in the past. My feeling is that the bumper or plastic catheter is too sharp or stiff."